Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient recovered without sequela. A rotor study or dye study was not performed. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (2500 mcg/ml at 500 mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump experienced multiple motor stalls and the physician chose to replace it. No environmental, external, or patient factors were reported to have caused this issue. Upon interrogating the logs at the time of surgery, multiple motor stalls were found to have occurred. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a motor stall occurred on (B)(6) 2017 and lasted for 00:30, on (B)(6) 2018 and lasted for 34:10, and on (B)(6) 2018 with no recovery. On (B)(6) 2018, stopped pump period may exceed tube set occurred. The cause of the stalls was unknown. The patient and physician report there were no MRI. There were no further complications reported at this time.